Event description:
Pt experienced low blood sugar reading and seizures in the middle of the night. Prior to retiring. The customer's readings were within acceptable range. Ambulance was called and paramedics administered three (3) glucagon shots before transporting the customer to the hospital where pt was admitted freestyle testing was conducted on alternate site. Customer reported difference of 60-70 points when comparing to precision, accuchek, one touch, and an unknown lab meter.